Event description:
Boston scientific received information that this implantable lead displayed high pacing thresholds soon after implant. The patient also complained of muscle stimulation. The patient was seen for follow up where a lead revision procedure was performed. The lead was attempted to be repositioned but due to tissue being stuck in the helix, the lead was not able to be repositioned. The lead was explanted and replaced. Of note, the local field representative indicated that patient sustained a perforation during the procedure. There were no adverse patient impacts from this clinical observation. The lead has been returned for analysis.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the complete lead was thoroughly inspected and analyzed. The stylet was noted to be stuck in the lead. Several cuts were noted in the lead insulation. The lead was returned with the helix retracted. Tissue was noted to be entwined in the helix. Dried blood/body fluid was noted in the helix housing. The helix mechanism did not function as expected due to body fluid infiltration into the helix mechanism. The reported clinical observations could not be confirmed.